Manufacturer narrative:
Evaluation summary: patient's weight and activity level were not provided, pre-revision x-rays were not available for evaluation, and the stem was not returned, making assessement of bone on-growth and proximal support impossible. The package insert and/or surgical technique contain statements warning that device fractures may occur where excessive patient's weight, excessive patient's activity, and/or lack of proximal support are involved. The root cause of this complaint cannot be determined from the information provided. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
The patient was revised due to the taper stem and cone body fracturing.